Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer who reported the patient's pain pump was not working correctly. It was noted the pump was working well to begin with, where they did not have to adjust their spinal cord stimulator. It was reported since the pump was not working correctly the patient was having to rely on their spinal cord stimulator more often. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that the patient had been dropped by his implanting hcp (healthcare professional). The patient currently did not have a pump managing physician and was looking for a new one. Per the patient, they started the medicine too high then adjusted it and it wasn't working again. They couldn't get the medicine just right in the pump. The patient was currently experiencing pain in his back. Per the patient, the hcp insisted they had only gone up one time with the pain pump. The patient thought the hcp was getting real close to where he needed it but then the hcp changed something. Initially the pump was working well so the patient wasn't using his spinal cord stimulation system. He was thinking now he would be able to better manage his pain if he was using it. No further complications have been reported as a result of this event.